Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was undergoing a revision. While the physician was removing the lead it snapped and four electrodes along with the tines were left inside. The patient was doing fine with the new system. Further follow-up is being conducted, if additional information is received a follow-up report will be sent.